Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an anterograde approach. The 100%, chronic total occlusion target lesion was located in the severely calcified and moderately tortuous anterior tibial, posterior and peroneal arteries below the knee. After a non bsc guide wire crossed the popliteal artery, dilatation was performed with a 4/20 coyote nc balloon catheter. The physician then attempted to advance the non bsc guide wire to the anterior tibial artery (ata), however, it was unable to cross the lesion. Hence, a 9/12 non bsc guide wire was advanced to the peripheral side of the ata and dilatation was performed with a 2/40 coyote es balloon. The physician performed additional dilatation with a 2.5-3.0 non bsc balloon, however, the device ruptured. The 2.5mmx30mmx143cm fg coyote nc mr nc quantum apex¿ balloon catheter was then advanced for dilatation to the residual stenosed site and was initially inflated at 12 atmospheres. However, on the second inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.